Manufacturer narrative:
The event unit was returned for evaluation. Upon visual inspection, engineering observed that the cord loop had a clean cut, confirming the customer's reported experience of cutting the cord loop free. The unit displayed no non-conformances. All inzii retrieval systems are 100% inspected during the manufacturing and packaging process. The exact root cause of the incident remains unknown; however, it is possible that the bag came into contact with a sharp instrument during the procedure or that the incision was not large enough for the specimen to pass through. Although the exact root cause of the incident could not be determined, applied medical will continue monitor its vigilance systems and for trends and take appropriate actions as necessary to ensure the performance and safety of the products. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Lap chole- "first 2 bags used wouldn't open. When a third bag was used it opened and performed the retrieval but the small plastic tip on the end of the bag fell in the patient and had to be retrieved. Lot number for the 2 bags that would not open was 1244776. Lot number for one tip fell off is 1241546." Patient status - unknown.